Event description:
Pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. Patient in for colonoscopy procedure. Scope number (B)(4). Physician performing colonoscopy reports that the lens is fogging in two places. Two gray blurry spots were noted on the screen. Unable to see polyps on the screen where the blurry spots were, therefore the surgeon had to move the scope so that she could see past these and ensure that no polyps were missed. Surgeon reports that it increased the time looking around the spots for polyps during the procedure which is potentially harmful to the patient as they are under sedation for a longer period of time. It also delays the cases for the remainder of the day. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the event is considered to be a blurred image due to dirt on the lens surface. Only in specific areas, it is possible that the dirt on the lens is difficult to remove due to environmental factors, and the event is considered not due to manufacturing/design-originated issue based on the investigations at this time. If the lens is dirty and the range is limited, the inspection can be continued, and if the lens is very dirty, the lens can be removed and wiped. As for lens dirt, the symptoms occur immediately after use, so it is considered extremely unlikely that perforation or heavy bleeding will lead to clouding and lead to serious events. For the above reasons, it has not occurred frequently and the possibility of harm is low, so it is judged that no action is necessary.